Event description:
On (B)(6) 2009, the pt reported there is an air bubble in the insulin cartridge of his infusion device. He stated he changed his cartridge yesterday and noticed the 1/4 inch air bubble this morning. He stated he does not use cold insulin to fill the cartridge. The proper procedure to change the cartridge was reviewed with the pt. The pt was instructed to disconnect from his infusion headset and prime the infusion set. He did so and was able to successfully prime the air bubble from the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.